Event description:
The following event was reported: first surgery of the morning was starting and patient was intubated. Surgeon did not cut the patient yet but monitor started to alarm asystole. Anesthesia, surgeon and nurses discussed if asystole was real or not. Patient was checked and surgical covers were moved from patient to have better look to patient. Resuscitation was started and alarm was given to resuscitation team. Resuscitation continued for several seconds when the rhythm was back to normal on display. Vital signs were checked before the event and doctor become to result that the alarm was not real. All ECG electrodes were checked, they were all ok. Conclusion was that monitor alarmed without real reason. Patient had correct rhythm all times. Resuscitation has been given to patient without real reason and may have some pain in chest afterwards. Team was uncertain of the reliability of draeger monitor. All instruments were replaced to start surgery again. Or had normal surgical team in place all the time of the event. No adverse patient impact was reported as a result of the unnecessary resuscitation provided.

Manufacturer narrative:
After review of the m540 logs, the reported asystole alarm could be verified at 8:34 on the day of the event. It could not be determined from the log files if this alarm was justified or not. No images of the patient's waveform were present in the log files. In order investigate further , a strip report and image of the patient's waveform during the event was requested. It was determined however this information was not available. The cited m540 was tested by a draeger fse and was found to work as designed. It was found in the log files that the ECG filter was set to esu during the event. The iacs IFU states the criteria for asystole is "4 s pass without the detection of a valid qrs complex." The iacs IFU also states "esu mode provides better hr performance in the presence of electrosurgical interference but with possible ECG r-wave amplitude reduction on narrow complexes." In the event the qrs complex does not reach the qrs detection threshold from this amplitude reduction for at least 4 seconds, the device will alarm for asystole per design. This information was provided to the customer. Additional information was requested if electrosurgery was being performed during the issue. This information was unknown however. There was no evidence to support a device malfunction occurred. There is no trend for this issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
The following event was reported: first surgery of the morning was starting and patient was intubated. Surgeon did not cut the patient yet but monitor started to alarm asystole. Anesthesia, surgeon and nurses discussed if asystole was real or not. Patient was checked and surgical covers were moved from patient to have better look to patient. Resuscitation was started and alarm was given to resuscitation team. Resuscitation continued for several seconds when the rhythm was back to normal on display. Vital signs were checked before the event and doctor become to result that the alarm was not real. All ECG electrodes were checked, they were all ok. Conclusion was that monitor alarmed without real reason. Patient had correct rhythm all times. Resuscitation has been given to patient without real reason and may have some pain in chest afterwards. Team was uncertain of the reliability of draeger monitor. All instruments were replaced to start surgery again. Or had normal surgical team in place all the time of the event. No adverse patient impact was reported as a result of the unnecessary resuscitation provided.